Event description:
The customer reported that the device was used for a radical cystoprostatectomy. Though endtones, indicating a completed seal cycle were heard, the doctor observed oozing from the tissue. No patient injury occurred.

Manufacturer narrative:
(B)(4). The sample has been requested but to date the incident sample has not been received for eval. If the sample is received or if add'l info pertinent to the incident is obtained a follow-up report will be submitted.